Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v183293, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 01-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins and leads were replaced the friday prior to the call (B)(6) 2018. While the patient reported having multiple leads there appeared to have only been a single lead implanted and the report of multiple leads appeared to refer to electrodes on the lead. The patient confirmed that the ins was replaced due to normal battery depletion and the lead was replaced because "some leads went dead" and the physician assistant said some moisture may have gotten in. The patient reported that "lead one" was already dead a long time ago and "the other 2 went dead 2-3 months ago." The implanted system was replaced and no patient symptoms were reported. No complications were reported or anticipated.